Manufacturer narrative:
Placeholder.

Manufacturer narrative:
This device used for treatment and not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Event description:
It was reported that during a zmc fracture repair, surgeon was attempting to affix 1.5mm titanium plates (446.51 and 446.22) to patient and had difficulty placing screws. Consultant also reported that four 1.5mm x 6mm screws (400.736) required emergency screws (401.306) in order to complete the case. Surgeon stated the screws would not bite the holes created by drill bit this is 2 of 4 reports for complaint (B)(4).